Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a white plastic bag with two open pouches from the lot number provided in the report. The labels match the products returned. Our laboratory evaluation of the products said to be involved confirmed the report. The first device was returned in a coiled position with the adjustment wheel threaded and the handle retracted. A visual examination confirmed the winged adapter on the handle was broken. The second device was returned in a coiled position on the packaging board with the adjustment wheel threaded and the handle retracted. A visual examination confirmed the winged adapter on the handle was broken. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned devices confirmed the report. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Breakage of the winged adapter can occur if excessive pressure is applied to the syringe during system preparations. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure proper needle extension and a visual inspection to ensure the product is free of kinks and/or bends. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a procedure, the physician selected two (2) cook acuject variable injection needles. It was reported that the physician opened the two (2) packages and found both devices with end broken [handle broken - unable to inject], user changed to another new device to continue the procedure. This occurred prior to patient contact; there was no impact to the patient.